Event description:
It was reported a patient was given anesthesia for a prostate procedure and laser was turned on with no error codes. The physician was ready to use the laser, 80w vaporization 20w coagulation, and the laser went into standby. This happened 3 times for a total count of 7j. A second fiber was used; the physician attempted to vapor and received the same code. There was insufficient power to proceed. The case was completed with an alternative procedure. Reportedly, there was "no harm to patient".